Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the pump was on a bathroom counter during the customer's shower. The customer's blood glucose level was 205 mg/dl reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm and resume insulin therapy.